Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing pains / a lot of pain') in a female patient who had essure (batch no. 835433) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("cramps"), headache ("headaches"), pain ("aching body"), depression ("depression") and fatigue ("exhaustion"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache and pain had not resolved and the abdominal pain, depression and fatigue outcome was unknown. The reporter considered abdominal pain, depression, fatigue, headache, pain and pelvic pain to be related to essure. The reporter commented: 10 minutes after implantation of device she started to have stabbing pains. At the one-month check-up, they told me that everything was ok and that the stabbing pains were not due to the device. Today I still can't live a normal life because they are extremely painful. I've been to the physician countless times and always the same... It is not due to the device. Over time things have got worse. Lot number:835433, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('stabbing pains / a lot of pain') in a female patient who had essure (batch no. 835433) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("cramps"), headache ("headaches"), pain ("aching body"), depression ("depression") and fatigue ("exhaustion"). At the time of the report, the pelvic pain, headache and pain had not resolved and the abdominal pain, depression and fatigue outcome was unknown. The reporter considered abdominal pain, depression, fatigue, headache, pain and pelvic pain to be related to essure. The reporter commented: 10 minutes after implantation of device she started to have stabbing pains. At the one-month check-up, they told me that everything was ok and that the stabbing pains were not due to the device. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.